Manufacturer narrative:
Catalog #: kcfw-12.0-35-45-rb-hfanl1-hc. (B)(4). Event is still under investigation.

Event description:
As per problem statement: during the retrieval of the dilator, the dilator's head broke into the introducer. The light of the introducer was obstructed and they couldn't place the wire guide. So, they retrieved the faulty introducer and used another one to achieve the procedure. The device was replaced by the same product and same incident happened. They finally achieved the procedure with a 3rd introducer without issue. As per cc form: dilator's type has been broken into the introducer. They used another introducer and the same problem appeared. They used a third one without any incidents. They removed the introducer with the dilator inside, so both were retrieved manually, without any loop or grasper.